Event description:
Boston scientific received information that during an implant procedure of this right ventricular (rv) lead the patient had multiple ventricular fibrillation (vf) episodes. The ventricular fibrillation was terminated with external defibrillation. Multiple attempts were made to reposition the rv lead. It was noted that the helix could not be extended despite multiple rotations. The lead was then removed and a second lead was attempted to be implanted. During the search of the coronary sinus the patient received additional ventricular fibrillation (vf) episodes and external defibrillation was unsuccessful. The patient decompensated further and required cardio-pulmonary resuscitation (CPR). After 10 minutes of CPR, the patient regained a stable rhythm. Anti-tachycardia medication was administered to the patient and the decision was made to abandon the procedure. The patient was admitted to intensive care unit for further treatment. No additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a complete lead was returned. A visual observation was performed on the lead and blood was noted in the helix housing. Also the clear ma was torn/separated from the eptfe at the proximal end of the proximal spring electrode and the proximal spring was stretched at this point. The lead was very kinked and a soft stylet was returned inserted in the lead. The extendable/retractable helix lead is susceptible to blood infiltration. Once this has occurred, extension/retraction of helix may no longer be smooth. Irregularities such as sticky, hesitant, stop-and-go effect, jerky, spring-in, spring-out is likely to occur, or in some cases the mechanism could cease to function. A serious of continuity, hipot, pressure and stylet test were performed and the lead passed with manipulation. However, during helix mechanism testing the lead failed due to blood fluid infiltration. Blood clogging in helix mechanism was likely the root cause of helix mechanism difficulty. The fluid loosened from the helix housing, and the helix is functional. The lead was archived

Manufacturer narrative:
The implant procedure was abandoned and the attempted lead were not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during an implant procedure of this right ventricular (rv) lead the patient had multiple ventricular fibrillation (vf) episodes. The ventricular fibrillation was terminated with external defibrillation. Multiple attempts were made to reposition the rv lead. It was noted that the helix could not be extended despite multiple rotations. The lead was then removed and a second lead was attempted to be implanted. During the search of the coronary sinus the patient received additional ventricular fibrillation (vf) episodes and external defibrillation was unsuccessful. The patient decompensated further and required cardio-pulmonary resuscitation (CPR). After 10 minutes of CPR, the patient regained a stable rhythm. Anti-tachycardia medication was administered to the patient and the decision was made to abandon the procedure. The patient was admitted to intensive care unit for further treatment. No additional adverse patient effects reported.